Event description:
(B)(4). Previously it was reported that the coronary artery bypass graft (CABG) was performed in (B)(6) 2011 and the correct date was (B)(6) 2011. It was further reported that the patient presented for the index procedure with stable angina pectoris. Th target lesion was considered restenotic. Pre-dilatation was not performed. Following post-dilatation, residual stenosis was 0%. Timi-3 remained unchanged throughout the procedure. The next day, the patient was discharged with no complications on bayaspirin and panaldine. The patient presented for the target vessel revascularization with stenosis in the proximal left anterior descending artery (lad) associated with ischemic symptoms (positive stress test). Timi flow grade was 3 after the CABG procedure. The patient was discharged nine days later.

Event description:
It was reported that post a stenting treatment procedure, stenosis occurred and surgery was performed. In (B)(6) 2008, a 75% stenosed, 32mm long target lesion in the proximal left anterior descending (lad) artery, with a vessel diameter of 3.0mm. Was treated with implantation of a 3.00x32mm taxus express 2 stent. In (B)(6) 2011, the patient presented with unknown symptoms and was hospitalized. 90% stenosis in the lad with a vessel diameter of 3.0mm was identified and coronary artery bypass graft performed. The patient's status was 'recover'.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).